Manufacturer narrative:
: Imdrf device code a22 captures the reportable event of bands fell off the varix..

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a colonoscopy procedure performed on (B)(6) 2025, for the treatment of hemorrhoids. During the procedure, there was a delay when the bands were fired which caused them to fall off easily. The procedure was completed with the same device. There were no patient complications reported as a result of this event note: the complainant reported that the anatomy location was the colon; however, the device is intended for endoscopic ligation of anorectal hemorrhoids. The reported anatomy location is not described in the speedband superview super 7 multiple band ligator instructions for use (IFU).